Manufacturer narrative:
Combination product: yes. Only the product name (i.e., no size, no lot, no ref) and an event description were provided. The event date was not reported. The affected device was not returned. Therefore, no complaint investigation could be performed. The orsiro was used after the use by date which is indicated on the product label and warned against in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An expired orsiro stent was recently implanted. Physician stated that it expired 2 weeks prior to implantation. No further information or details will be provided. No event date or asset details are available.